Manufacturer narrative:
It was reported that the contrast was not administered correctly. Due to this, "no contrast highlighting the patient's organs at all and severely limited this study." In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Faulty tubing.